Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) troubleshoot issue with full height (fh) drawer 4 that was not opening. There the fse found that the drawer was jammed with med cubie. So, the fse opened and removed jammed cubie and free drawer, then tested with the customer. Also informed the customer to load more cubies into drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer had jammed due to the cubie opening prematurely. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.